Event description:
Late fall 1995 rpt's left breast, implanted w/silicone prosthesis after mastectomy in 1989, began to change shape and then shrink flat. Rptr's plastic surgeon confirmed the rupture and the october date set for out-patient surgical removal & replacement with saline-filled silicone capsule. No known reason for the rupture. Shortly after rptr began experiencing, and complaining of, swollen and stiffened joints, particularly ankles/feet and fingers/hands/wrists. The surgeon denied any connection between joint pain & ruptured implant but suggested rptr see a rheumatologist. After 3 visits, xray and a number of blood tests his dx was polyarthralgias, undifferentiated auto-immune disease and crest syndrome. For a second opinion, a different rheumatologist repeated xrays, ordered many more sophisicated blood studies. His dx is "don't have crest syndrome yet, though something is developing."